Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to insect contamination inside of the monitor. The root cause for the contamination was ingress of insects. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor would not power on.